Event description:
It was reported that the patient had a death wish. No corrective actions were taken. The death wish was considered resolved. The patient had night time confusion. No corrective actions were taken. The confusion was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type: lead; product ID neu_unknown_ext, lot# unknown, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va01k4q, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, lot# nkn036352v, implanted: (B)(6) 2013, product type: extension. Product ID 3708660, lot# nkn036353v, product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the night time confusion had a suspected caused of patient condition and relatedness was unknown for the study and programming. The death wish had a suspected cause of patient condition and there was no relatedness to the device, therapy, or implant procedure. The nighttime confusion was still continuing.